Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The upstream occlusion sensor was found to be activated properly with the pump's manufacturing specifications. Multiple upstream occlusion detected alarm messages were found in the pump's event history logs.the root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced the upstream occlusion sensor.

Event description:
It was reported that smiths medical pump had an upstream occlusion. No adverse patient effects were reported.